Event description:
Patient had laparoscopic hysterectomy (B)(6) 2006. Surgi-wrap was placed to prevent adhesions. This eroded into the vagina and lacerated her partner. This was removed at expl lap (B)(6) 2006.